Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals the device is dull, worn, laser markings are faded and corroded. The reported failure could be confirmed that the tip is broken. From the lot number etched on the device, it appears the device is 2 years old. From its visual appearance, it is evident that the device has seen heavy use and frequent excess abuse of the device would eventually lead to this failure. This failure can be confirmed and attributed to field wear due to rough handling. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The wick has broken during the intervention on the glenoid and remained stuck in the bone. Impossible to follow the surgical technique for the end of the procedure. The fragment was recovered. No consequences to the patient. The surgeon used two wicks of the same diameter not cannulated to continue and complete the procedure. The procedure was delayed more than 30 minutes.

Event description:
The wick has broken during the intervention on the glenoid and remained stuck in the bone. Impossible to follow the surgical technique for the end of the procedure. The fragment was recovered. No consequences to the patient. The surgeon used two wicks of the same diameter not cannulated to continue and complete the procedure. The procedure was delayed more than 30 minutes.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
The wick has broken during the intervention on the glenoid and remained stuck in the bone. Impossible to follow the surgical technique for the end of the procedure. The fragment was recovered. No consequences to the patient. The surgeon used two wicks of the same diameter not cannulated to continue and complete the procedure. The procedure was delayed more than 30 minutes.